Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device evaluated by manufacturer? Awaiting return of device to manufacturer.

Event description:
It was reported that during surgery, the blade broke at the mount. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6; the product specialist involved in this event reported that no blade break occurred in this event. No blade was involved in this event. The event relates and is limited to a damaged sagittal saw handpiece. No further action is required in relation to a blade break in this event. H3 other text : no blade break was confirmed.

Event description:
It was reported that during surgery, the blade broke at the mount. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.